Manufacturer narrative:
The device was returned for analysis. Visual examination revealed that the balloon was not folded, indicating that it had been subjected to positive pressure. A complete circumferential tear of the balloon was identified approximately 70 mm distal to the proximal marker band. The distal portion of the balloon material was observed to be displaced distally toward the tip of the device. Due to the extent of the balloon damage, an inflation test could not be performed. Visual inspection showed no damage to the distal tip of the device. Visual and tactile examination indicated elongation of the shaft. Both proximal and distal marker bands were present and intact on the shaft, with no observed damage.

Event description:
Reportable based o the device analysis completed on 23dec2026. It was reported that failure to inflate occurred. The stenosed target lesion was located in the severe arteriovenous fistula. A 4.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the catheter failed to fully expand at 23 atmosphere. The procedure was completed using with a different device. There were no patient complications reported as a result of this event. However, returned device analysis revealed circumferential tear.